Event description:
Event: arterial dissection and device malfunction. Case details: during removal of the device, a dissection was noted in the right common iliac and external iliac artery. Stents were placed in the limb to treat the dissection. There was difficulty in removing the torque catheter from the contralateral wire. The torque catheter and wire were removed as a unit after completion of the procedure.